Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under all of the electrodes and under the left breast. There was no alleged device malfunction contributing to the irritation. Patient discussed with her doctor and was told to remove the device. Patient reported that after removal of the lifevest the irritation healed.